Manufacturer narrative:
The ge svc rep performed an over the phone evaluation. The customer was given an estimate on repair costs for the braking system and the cost of a new table. No decision was made at this time. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on 04/26/2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.

Event description:
The customer reported that the braking system is not operating properly. No pt injury reported.